Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 150 mg/dl vs. 69 lab. Tests were done within 11-20 minutes with a difference of 81 mg/dl. Pt did not experience any adverse events. No further info has been reported.